Event description:
My cochlear americas internal device (cochlear implant c1632) had a failure. I went from able to understand speech with the device to half of the electrodes being "open" and no longer in service, resulting in a loss of speech understanding and significant nausea/dizziness when using the device. As a result, I underwent two additional surgical procedures to attempt to repair then replace the faulty device. The device was allegedly sent to cochlear headquarters for further investigation but I was never informed of the findings, despite sending numerous inquiries to the company. Company refused to disclose the findings, however, they agreed to replace the device under warranty. Left and right cochlear implants ci632 model each. Right side failed, left side is functioning.